Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia (394 mg/dl) and treated with insulin pump on (B)(6) 2026. No further information available.